Event description:
Boston scientific received information that this right ventricular (rv) lead had placement difficulty. Boston scientific company representative reported that this rv lead often got trapped in the tricuspid valve apparatus. Multiple attempts were made by the physician to free the lead by skillfully maneuvering the lead stylets. The physician stated difficulty in manipulating the lead as the lead was thin. After a series of attempts and technique employed to remove the lead, the lead was still stuck in the apparatus, thus the physician decided to cut the lead distal to the lead connector and this lead remained in-situ. A new right atrial (ra) lead and rv lead were implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.